Event description:
It was reported that the customer had a motor error on the insulin pump. Customer's blood glucose level was 96 mg/dl. It was found that the customer had an x-ray a month ago and customer stated that she had the insulin pump with her at the time. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and motor tests. No motor error alarm was noted. The insulin pump had minor scratches on the display window, cracked display window, cracked case at a display window corner, broken belt clip slot at the battery tube threads area and a broken reservoir tube lip.